Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced shortness of breath and presented for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. After device software download, normal function resumed. The patient was in normal condition after the event.